Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they had a bad sensor. The mother also reported the customer was hospitalized on (B)(6)2015 for high blood glucose. Customer's blood glucose was 367 mg/dl at the time of admission. The mother reported the customer experienced high blood glucose from their pregnancy. The mother stated the customer was hospitalized to control their blood glucose. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not completed for the insulin pump. The mother declined to return the insulin pump for analysis.